Event description:
It was reported that there was cerebrospinal fluid leak. There were repetitive seromas with the pump pocket. This was attributed to the catheter connection at the pump site. The catheter was revised. The report indicated that following the revision there have been no other problems with seromas. The hcp (hlth care professional) reported pt outcome as 'no injury'. The pump was used to deliver morphine sulfate 5 mg/ml at a rate of 0.6114 mg/day.